Event description:
It was reported that bd max¿ system, bd max¿ instrument gave false positive results when testing patient samples with bd max enteric bacterial panel. No patient impact was reported.

Manufacturer narrative:
E.1. Initial reporter phone number: (B)(6). There were multiple PMA/510k numbers. The information for each additional PMA/510k is as follows: g.5. PMA / 510(k)#: k130470. H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results while running the extended enteric bacterial panel assay. A bd field service engineer (fse) was dispatched to the customer site where they installed new software scripts to correct the normalizer drift issue. The instrument was qualified and verified to perform to specifications. This complaint is confirmed by quality and service. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action is open to address this issue. Sample analysis consisted of customer instrument run data files. Analysis by bd quality revealed evidence of reader normalizer signal drift occurring in the rox optical channel. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h10.